Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed that pump was not connected to power, removed pump from case, and repeatedly attempted to wake display and reboot pump with guidance from technical support, but display did not turn on and pump showed red light without vibration, so technical support arranged replacement pump under warranty, confirmed shipping address, provided storage and return instructions, and customer planned to use replacement pump as backup therapy and return malfunctioning pump within required timeframe.